Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there was a defect in the seal of the packaging blister. To aid in the investigation, eleven samples in packaging blisters and four photos were provided for evaluation by our quality team. A visual inspection was performed. There is a 1 1/2" opening on one side of the packaging blister that is a cut over the sealing area. No other defects or imperfections were observed. The photos show a packaging blister with a needle assembly. The packaging blister has an opening between the top and bottom web. No other information could be obtained from the photos. This condition occurs if the packaging slitter becomes misadjusted. A device history record review was completed for provided material number 305211, lot 4081139. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there was a defect in the seal of the packaging blister. To aid in the investigation, eleven samples in packaging blisters and four photos were provided for evaluation by our quality team. A visual inspection was performed. There is a 1 1/2" opening on one side of the packaging blister that is a cut over the sealing area. The photos show a packaging blister with a needle assembly. The packaging blister has an opening between the top and bottom web. In addition, an analysis report was provided by the customer. The report shows the process steps followed during their investigation, which includes twenty-four photos. No additional information could be obtained from the additional report. The observed condition occurs if the packaging slitter becomes misadjusted. A device history record review was completed for provided material number 305211, lot 4081139. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Needles in blister - defect in the seal.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported there was a defect in the seal of the packaging blister. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show a packaging blister with a needle assembly. The packaging blister has an opening between the top and bottom web. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, lot 4081139. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.